Event description:
The event is reported as: the customer alleges that the wing screw of the humidifier adaptor cannot be connected properly to the oxygen flow meter. Several attempts were made to connect to the flow meter.

Manufacturer narrative:
A visual, functional and dimensional inspection of the product involved in the complaint could not be conducted since the product was not returned. A device history record review was conducted and the review of manufacturing event log showed no issues that my have contributed to any quality issues reported. All process parameters were within specification. All in-process qa inspections were acceptable. At the time of this report, no sample was available from the customer, to investigate. Teleflex will continue to monitor feedback from the customer on issues related to humidifier adaptor could not connect found at inspection on adaptor products. The complaint not confirmed. Root cause unknown.